Event description:
It was reported that the pump displayed zero liter per min when on a test therapy. Eventually alarms air in system. User ran the empty pads function to drain lines, which did not empty the test loop tubing. Also discovered a small water leak from under the unit not from the tubing. Per additional information received via follow-up on 13dec2022, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. As the reported issue was unconfirmed and not a manufacturing or supplier related failure a device history record review was not required. The reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the pump displayed zero liter per min when on a test therapy. Eventually alarms air in system. User ran the empty pads function to drain lines, which did not empty the test loop tubing. Also discovered a small water leak from under the unit not from the tubing. Per additional information received via follow-up on 13dec2022, there was no patient involvement.